Event description:
As reported by the user facility forwarded by bbm (B)(6): alarm for air in set: pt having isoprenalin via infusomat space, as the patient has too many long breaks, and only keeps a pulse when isoprenalin is given. Infusomat advise for air in the set and stops running. Flush made via ivc, and priming done every time, and no bubbles seen. Every time the pump advise there is a failure, the patient is having asystole and gets very bad, needs zoll to keep a pulse. The pump is too sensitive. Fortunately the patient is only having transient discomfort. Technical death as soon as the pump stop. The patient is living without permanent damage due to the staff competencies and intensive care. (B)(4).